Event description:
It was reported multiple non-sustained oversensing episodes due to noise was observed via merlin transmission. Programming changes were discussed and may potentially be implemented at the next follow-up. To date, patient has not presented to the clinic and no scheduled appointment has been. Patient had not reported any symptoms due to the noise.